Manufacturer narrative:
Phone: (B)(6). This report is being filed on an international product, list number 2g23, that has a similar product distributed in the us, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hbsag qualitative ii results generated on an architect i2000sr analyzer for a male patient (sid 12052110). The following results were provided: hbsagq2 initial result = 6.24 s/co; repeat result = 6.92 s/co, 9.61 s/co, and 6.33 s/co (reactive). Anti hbc ii initial result = 10.96 s/co; repeat result = 10.81 s/co, 10.4 s/co, and 10.73 s/co (reactive). Anti hbs initial result = 94.06 miu/ml (reactive). Anti hcv initial result = nonreactive. Hbcab-igm initial result = nonreactive. Hbsagq2% neutralization: 94.7935. Hbsagq2 c1 initial result = 0.29 s/co. Hbsagq2 c2 initial result = 1.52 s/co. Testing at the limbach laboratory generated hbsag and anti hbs negative results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and inhouse testing of a retained architect hbsag qualitative ii confirmatory lot 26202fn00 kit. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number indicates the reagent lot are performing as expected. The ticket trending review for the likely cause list number did not identify any trends for the likely cause lot and complaint issue. A review of the labelling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and the complaint issue. Performance testing was performed using an in-house retained kit of reagent lot 26202fn00. Acceptance criteria were met indicating the lot is performing acceptably. No systemic issue or deficiency with the architect hbsag qualitative ii confirmatory, lot number 26202fn00 was identified.